Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported postoperative complications. Examination of the images provided identified no material or manufacturing anomalies with the explanted device. Tissue ingrowth is visible on the mesh side (as intended). There is no tissue/adhesions to the eptfe side (as intended). Fixation is visible and identifies the correct orientation of the mesh at time of implant. A lot number was not provided, therefore a review of the manufacturing records is not possible. Adhesion formation was not found during the examination of the images, however adhesion formation is listed in the adverse reaction section of the instructions-for-use as a possible complication. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2017 the patient was implanted with a small davol ventrio mesh. It is reported that the patient developed an intestinal adhesion and approximately one month later the patient presented with flatulence; the mesh implant was suspected to be the cause. On (B)(6) 2018 the patient underwent a revision procedure. During this procedure the small ventrio mesh was removed and replaced with a medium ventrio mesh. Images taken during the explant procedure were provided for review.